Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the filter pro leaked during patient use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The issue observed by the customer, could not be duplicated with the sample provided, therefore the complaint could not be confirmed. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.